Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42 related to the g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the cgm error did not reappear. The caller was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.